Event description:
It was reported that the right atrial (ra) lead had increasing thresholds and noise noted. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), (B)(6) 2007; 4965 implantable pacing lead, (B)(6). (B)(4).